Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the pediatric patient¿s cgm receiver began alerting for low estimated glucose values (egv) sometime after the sensor was placed on the arm. No fingerstick bg test was performed at the time; instead, sugar was administered. The parent believed the patient¿s actual bg level was lower than the cgm indicated, as the patient began experiencing seizures. Emergency services were called, and the patient was transported to the emergency room (ER). According to the parent, no medications were administered by medical personnel during the hospital stay. The patient remained hospitalized for two days, was discharged, and was reportedly feeling fine at the time of follow-up. There was no documentation of treatment or management for hypoglycemic shock with seizure in the record. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.